Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) displayed an error message at power up. Technical services explained the error and how it can occur. The biomedical engineer tested the epg by pressing the buttons, but could not duplicate the error. The epg was restored and remains in use. There was no patient involvement.